Manufacturer narrative:
Three samples were received for quality evaluation. No issues were found with the samples submitted during testing. No root cause definition was determinate due to failure mode reported was not confirmed. No preventive and corrective actions required since the failure mode could not be confirmed. A device history record review for model dyndtc5077 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd extension set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that threaded end not fully sealed - causing leak 7.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.